Event description:
Consumer called to report their meter giving erratic readings. Analysis run on clark error grid using mean avg reading (332) as ref. Point vs. Bd readings of 466,272,289,302 yielded data points in the c zone of the grid outside of acceptab le limits.